Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Device received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir did lock in place into the insulin pump but it was loosed. The customer¿s blood glucose level was 139 mg/dl at the time of incident. The customer also stated that the reservoir compartment was cracked. Troubleshooting was performed for damage and no delivery alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was reported that the insulin pump had no delivery alarm. The insulin pump will be returned for analysis.